Event description:
Citation: medtronic received information through literature review of "onyx embolization of extradural spinal arteriovenous malformation with intradural venous drainage". One patient was reported to have had new onset of decreased sensation along the lateral thigh (arteriovenous malformation (avm) was located in the t12 foramen). Decreased sensation was reported to have probably caused by compression of the vascularity of the lateral femoral cutaneous nerve. This was reported to have persisted at the 1 year follow up. 3/7 patients had improvement but not complete resolution of their motor deficits. Patient mean age was 66, gender: 5 males / 2 females. MDR # 2029214-2015-00678, MDR # 2029214-2015-00684.

Manufacturer narrative:
This article can be found online at www.ncbi.nlm.nih.gov/pubmed/21822158. This report was created to capture the event of decreased sensation that was present up until 1 year after treatment. The device was not returned for analysis as it was consumed in the event. The lot number was not reported. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. (B)(4).